Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "fungal infections", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that a patient suffers from fungal infections regularly after they were injected in the lips 18 months ago with [unspecified] juvéderm® volift¿, deemed not related to the injections.